Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient needs a pocket revision for an unknown reason. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction d6a: implant date is corrected.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.